Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a change sensor alarm and calibration not accepted. Customer also reported that blood glucose was 128 mg/dl but sensor was reading at 40 and insulin pump was trying to suspend. After troubleshooting, customer was advised that sensor would be replaced.